Event description:
It was reported that the green gas dampener lock nut was loose causing the dampener to hyper-extend. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Green gas dampener (cylinder).